Event description:
It was reported that the pump time was incorrect, cause was unknown. It was also reported that the pump touchscreen timed off sooner than expected and was delayed in responding to presses. Customer's blood glucose was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.